Event description:
On 7th january 2026, a distributor reported via email that the tip of the screw from ar-2324bcc, lot 15491447 tip of the screw fractured during insertion in a shoulder procedure performed on (B)(6) 2025. The surgery was completed without complications using a new ar-2324bcc, with no fragments retained in the patient¿s body and no harm reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.